Event description:
At the beginning of a l3-l4 procedure, the handpiece probe broke off and remained in the pt. In order to remove the broken probe, an incision was made, thereby adding an additional 30 minutes to the procedure. The pt was given antibiotics intravenously as a result. Post operative results indicate that the pt is doing well.

Manufacturer narrative:
Investigation results indicate that the probe broke near the proximal end and that the cannula was bent. The instructions for use include a warning that specifies that the cannula should not be bent and failure to comply may result in injury; as well as alternate product to use if a curved cannula is needed.